Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Insufficient crimp. The analysis showed that the instrument was received with the anvil closed and the flex neck extended from the tube due to an insufficient crimp. A cartridge was received loaded on the device, fully fired and with the spring cartridge lockout damaged. The damage to the cartridge lockout tab is consistent with damage observed when the trying to fire an already spent cartridge. In addition, the instructions for use state, "if re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The flex neck was pushed manually to its place and a test cartridge was loaded into the instrument and tested for functionality; the instrument fired all the staples as intended, however the anvil did not open as the flex neck extended after attempting to release the anvil. Although there is not conclusion to how the crimp got loose, it should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.